Manufacturer narrative:
B3-date of event is estimated. It was reported to abbott a patient¿s system was auto reducing. Impedance checks showed high impedance on all contacts. The patient had suffered several falls. Surgery took place where the lead and swift-lock anchor and ipg were explanted and replaced. The existing proclaim¿ 5 elite ipg was replaced with an eterna ipg due to being a smaller size. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy after multiple falls. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.